Event description:
The surgeon revised a modular rotating hinge knee component as the femoral stem had broken.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding crack/fracture of the threaded post of an mrh femoral component involving the mating stem extender component was reported. The event was confirmed. Method and results: device evaluation and results: the threaded post of the femoral component has fractured. Material analysis of the explanted components indicated that fatigue striations were present at many locations of the fracture surface indicating that the fracture progressed in fatigue. The threaded regions of both the modular rotating hinge knee proximal post and the kinemax extra long stem were damaged; likely caused by post fracture abrasion. No material or manufacturing defects were observed on the device features examined. Medical records received and evaluation: the medical review indicated that the root cause of failure is related to the large bone defect condition of distal femur filled with bone cement during previous revision surgery caused micromotion between cement and bone contributing to osteolysis and progressive loss of bone support around mrh femoral component ending in overload condition with fatigue fracture in femoral stem device. Device history review: the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the lot referenced. Conclusions: the investigation concluded that based on the medical review, the root cause was related to the large bone defect condition of distal femur filled with bone cement during previous revision surgery caused micromotion between cement and bone contributing to osteolysis and progressive loss of bone support around mrh femoral component ending in overload condition with fatigue fracture in femoral stem device.

Event description:
The surgeon revised a modular rotating hinge knee component as the femoral stem had broken.